Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity."

Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2013. Subsequently, a left custom knee proximal tibial compress mated to existing oss modular tibial plate with custom triangle tibial spindle has been requested for an upcoming revision procedure. The reason for the revision is due to stem loosening.

Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2015 due to stem loosening.

Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2013. Subsequently, a left custom knee proximal tibial compress mated to existing oss modular tibial plate with custom triangle tibial spindle has been requested for an upcoming revision procedure. The reason for the revision is a failed alloprosthesis stem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.